Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was contacted by outreach. Customer stated that she responded yes to the survey. Customer received a lost sensor and calibration errors, also mentioned the sensor shut off. It was found that the customer is now on a new sensor, and is not having issues anymore. The blood glucose reading was 220mg/dl. Nothing further reported.